Event description:
I was implanted with essure on (B)(6) 2010. Since having essure placed, I had many health problems. These symptoms are: back pain (severe, lower back), hip pain (both hips), heavy periods (soaking an over night pad in 1 hour), blood clots during period, painful intercourse, bleeding after intercourse, constipation (bowel movements sometimes 3 days apart), brain shocks (diagnosed as trigeminal neuralgia chest pains (both sides, radiates into shoulder), spotting between periods, discharge (between periods), yellowish green color, no infections found), dizziness, spots/floaters in vision, weight loss (unexplained), hair loss (falling out 10-15 strands at a time), loss of energy (even after full nights sleep), heart palpitations, nickel taste in mouth, numbness/swelling in hands (both), ovarian cysts, pressure in buttocks when sitting, cavities in teeth (oral hygiene did not change after implantation), vibrating sensation in lower abdomen.